Event description:
The core micro drill was sent for evaluation because it continued to run on its own after the handswitch was released. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.